Event description:
Pt went in for surgery in 2001 due to colon cancer. Following surgery they developed worsening renal function requiring hemodialysis treatment beginning 1 month later. On this date pt was exposed to a recalled althane a-18 dialyzer. Subsequent to the dialysis treatment they developed acute pulmonary distress with severe shortness of breath demonstrated by stuporous and labored breathing. This was the first documented occurrence of severe respiratory distress following hospitalization. They underwent additional hemodialysis with a recalled althane a-18 dialyzer 5 more times in that month. An autopsy revealed multiple pulmonary emboli.